Event description:
It was reported that console experienced system error 2,3,4 alarms on start up. They stated the alarms occurred prior to pumping information suggests that pump was exchanged due to alarms. There were no reported patient complications.

Manufacturer narrative:
Hospital biomed evaluated pump, but could not duplicate difficulty. They reseated all boards and connections, performed a full functional check on unit and ran it for two days with no faults. Arrow field service (afs) consulted with biomed and explained system error 2,3,4 are processor a & b failures related to cpu board. Afs recommended replacement of cpu board. Biomed felt pump was now functioning properly and would consult afs if there were more problems.